Manufacturer narrative:
Correction made to b6: relevant test/laboratory data: on an unreported date a cell count and gram stain were performed. The cell count results were normal, but the gram stain results were awaited. Additional information: d9, h3, h6. H10: the device was received for evaluation, however the reported condition is a known issue therefore a device analysis was not performed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing separated from the twist clamp of a peritoneal dialysis (pd) transfer set which resulted in a leak. This occurred during use for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. The patient was given antibiotics for prophylaxis and there was no patient injury or medical intervention associated with this event. No additional information is available.